Manufacturer narrative:
No product was returned for evaluation. If new relevant information is received a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level of 539 mg/dl. Bolus was delivered to address elevated bg level. Customer loaded a new cartridge to resolve the issue.